Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated. E.1.: initial reporter phone number is (B)(6). Reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that right atrial (ra) lead was an attempted implant. During the procedure, the parameters were not in range, therefore the physician tried to reposition the lead several times. Subsequently, it was noted that the helix became damaged and was not able to be fixed into the myocardium. The procedure was successfully completed with another ra lead. No additional adverse patient effects were reported. This ra lead has not been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection was performed which revealed presence of blood of body fluid in helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. The helix mechanism test failed due to the helix being stretched. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated. E1: initial reporter phone number is + (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that right atrial (ra) lead was an attempted implant. During the procedure, the parameters were not in range, therefore the physician tried to reposition the lead several times. Subsequently, it was noted that the helix became damaged and was not able to be fixed into the myocardium. The procedure was successfully completed with another ra lead. No additional adverse patient effects were reported. This ra lead was already returned.